Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Alerts and alarms 10 / page 127. The omnipod system provides alarms to make you aware of serious or potentially serious conditions. When a condition occurs that requires your attention an advisory alarm or a hazard alarm will sound. Hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an onscreen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur.

Event description:
It was reported that the patient went to see her healthcare provider due to her omnipod personal diabetes manager (pdm) flashing on and off during a blood glucose (bg) reading. Attempts were made to do a hard reset but were not successful. The pod was removed and according to the doctor the patient's bg levels were in normal range. The doctor treated the patient with a bolus of insulin and prescribed rapid acting insulin.